Event description:
It was reported that several ge field engineers were onsite to replace the gradient coil in a 1.5t echo-speed hd system. The gradient coil cart with gradient coil was being moved toward the magnet when the floor tile collapsed and the gradient coil cart front casters crashed below the floor level. The field engineer tried to lift the cart back to floor level with the provided lifting jack (part of coil cart). In the process, the jack was pulled toward the magnet and the field engineer's hand was entrapped between the lifting jack and the magnet for approximately three seconds. The assisting field engineer was able to move the lifting jack to the side and free the injured field engineer's hand. The lifting jack remained attached to the magnet. The injured field engineer's hand was cut open between the index and middle fingers on the back of the hand (approximately 5 cm long) and on the palm immediately opposite (approximately 2 cm long). The field engineer also suffered two broken metacarpal bones of the first and fourth finger. The two cuts were disinfected and stitched; the hand was also x-rayed, bandaged, and a splint was placed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A supplemental report will be filed once the investigation is complete.